Manufacturer narrative:
The field service engineer, (fse) evaluated the instrument and replaced the a/b valve assembly to resolve the leaking. The fse attributes the leaking to the a/b valve assembly; additional parts were replaced to satisfy the customer. Identification of failure mode: the failure mode is the a/b valve assembly (p/n a08917). This failure mode can impact any or all chemistries, including critical chemistries. No erroneous results were generated. (B)(4).

Event description:
Customer reported a leak when using the unicel dxc 660i synchron access clinical system. Liquid was observed on the reaction wheel cover under the home positions of the reagent probes on the instrument, indicating a possible leak from the reagent probes. The leak was contained to the instrument. The operator wore gloves and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Event description:
The event occurred on a unicel dxc 600i synchron access clinical system.